Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin I result was obtained from a single patient sample using vitros troponin I es (tropi es) reagent lot 3930 on a vitros 3600 immunodiagnostic system. A definitive assignable cause could not be determined based on the information provided. No historical quality control results were provided. Therefore, a vitros tropi es lot 3930 performance issue could not be confirmed nor ruled out as a contributor to the event. However, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 3930. An ortho field engineer (fe) found slight crystallization of the signal reagent (sr) probe and cleaned it off. The fe performed service actions on the vitros 3600 system that included cleaning of the microwell incubator, adjustments and an irs calibration. The complete results from both a pre and post service vitros tropi es within run precision test were not provided. Therefore, it is unknown if the results were within ortho acceptable guidelines and an instrument related issue could not be entirely confirmed nor ruled out as a contributing factor of the event. Pre-analytical sample processing was not a likely contributor of the event as the customer was following the sample collection device manufacturer¿s recommended centrifugation protocol. Email address for contact office in field (B)(4).

Event description:
An ortho clinical diagnostics (ortho) laboratory specialist (ls) contacted the ortho technical solutions center (tsc) on behalf of the customer to report a non-reproducible, higher than expected troponin I result obtained from a single patient sample using vitros troponin I es (tropi es) reagent on a vitros 3600 immunodiagnostic system. Patient 1 sample result of 0.203 ng/ml vs. The expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros tropi es result was reported from the laboratory. However, no treatment was initiated, altered or stopped based on the reported result. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).